Event description:
It was reported that the patient underwent a surgical procedure to explant the cuff component of this artificial urinary sphincter (aus) due to urethral atrophy causing recurring incontinence. A new cuff of a smaller size was implanted. There were no patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information be received, or the device returned for analysis.